Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) system implant. During the implant, it was discovered that the initial atrial lp exhibited difficulty in separating from the delivery catheter upon fixation. After attempting to release the device, the lp dislodged from the tissue. The device was retrieved and the procedure continued using an alternate device. It was noted that the lp had been damaged during retrieval. The second atrial lp used with an alternate delivery catheter failed to be separated from the delivery catheter. It was elected to abandon the procedure on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of separation problem was not confirmed. Final analysis found the outer helix was stretched and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of separation problem was not confirmed. Final analysis found the outer helix was stretched and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. No further anomalies were detected.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) system implant. During the implant, it was discovered that the initial atrial lp exhibited difficulty in separating from the delivery catheter upon fixation. After attempting to release the device, the lp dislodged from the tissue. The device was retrieved and the procedure continued using an alternate device. The second atrial lp used with an alternate delivery catheter failed to be separated from the delivery catheter. It was elected to abandon the procedure on (B)(6) 2024. The patient was stable.